Event description:
There was a report from a competitor that the lead was not pacing or sensing in bipolar configuration due to an apparent outer coil fracture. The device was removed from service. No patient complications have been reported as a result of this event.